Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center inspected the subject device and found multiple damages to the bending section and distal end areas. The damages to the bending section include: the bending section cover discolored, bending section cover glue chipped, peeling, and cracked at the insertion tube side. The bending section cover glue at the insertion tube side is missing pieces, which were not returned for evaluation. The distal end side of the bending section cover glue is forming a crack and discolored. The insertion tube is discolored, which is more visible from the bending section area to the 60cm mark. The distal end also has deep scratches and indentations. The nozzle opening appears to be partially blocked by foreign debris, and the glue surrounding the nozzle has a pinhole. The inspection results indicate reduced angulation, excessive play in the knobs and tiny chips on the light guide lens. Further, there are minor dents on the insertion tube, minor scratches on the light guide tube, and a crack on the plug unit at the contact pins. The video scope passed the leak test. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.this event has been reported by the importer on MDR# 2951238 - 2021 - 00460

Event description:
The customer reported to olympus during diagnostic colonoscopy procedure with the subject device, the patient had a perforation. The physician was moving through the colon which was filled with diverticula and a history of narrowing. The sigmoid colon was perforated a couple of centimeters in size. The patient was admitted to the hospital and underwent a resection with primary anastomosis. There was not a procedural delay. The physician reports the device did not malfunction. The procedure was not completed since the perforation occurred early in the procedure. It is unknown if the device was inspected prior to the procedure. It is unknown if the device was serviced by a third party. No other devices malfunctioned or required replacement during this procedure.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center inspected the subject device and found multiple damages to the bending section and distal end areas. The damages to the bending section include: the bending section cover discolored, bending section cover glue chipped, peeling, and cracked at the insertion tube side. The bending section cover glue at the insertion tube side is missing pieces, which were not returned for evaluation. The distal end side of the bending section cover glue is forming a crack and discolored. The insertion tube is discolored, which is more visible from the bending section area to the 60cm mark. The distal end also has deep scratches and indentations. The nozzle opening appears to be partially blocked by foreign debris, and the glue surrounding the nozzle has a pinhole. The inspection results indicate reduced angulation, excessive play in the knobs and tiny chips on the light guide lens. Further, there are minor dents on the insertion tube, minor scratches on the light guide tube, and a crack on the plug unit at the contact pins. The video scope passed the leak test. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.this event has been reported by the importer on MDR# 2951238 - 2021 - 00460

Event description:
Hold for ag 2.7.2022 the customer reported to olympus during diagnostic colonoscopy procedure with the subject device, the patient had a perforation. The physician was moving through the colon which was filled with diverticula and a history of narrowing. The sigmoid colon was perforated a couple of centimeters in size. The patient was admitted to the hospital and underwent a resection with primary anastomosis. There was not a procedural delay. The physician reports the device did not malfunction. The procedure was not completed since the perforation occurred early in the procedure. It is unknown if the device was inspected prior to the procedure. It is unknown if the device was serviced by a third party. No other devices malfunctioned or required replacement during this procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information was added to d8, h6, and h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified for the bowel perforation. Based on the available information, the legal manufacturer determined the probable cause may be due to nonconformities at the distal end and the insertion section which can touch patient¿s sigmoid colon (the injury area); only the a-rubber glue of these nonconformities had sharp edge at the level of catching cotton. A definitive root cause was not identified for the foreign material found in nozzle upon evaluation. Based on the available information, the legal manufacturer determined the probable cause may be due to: a) component of peripheral equipment (silicone tube, packing or the like) got broken and fragments entered aw nozzle. Then the nozzle was clogged. B) foreign material adhered to the inside of the nozzle by delayed reprocessing. C) chemical liquid which remained inside the nozzle became crystalized by inadequate rinsing during reprocessing. The foreign material was difficult to identify from pictures of attachments on evaluation tab. As stated in the instructions for use, it specifies the following as examples of device handling which could cause tissue damage: forcible angulation, insertion or withdrawal of scope; and insertion or withdrawal of scope while the bending section is being locked in position. As stated in the instructions for use, the foreign material in the nozzle could be prevented: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. 5.3 precleaning the endoscope and accessories: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional investigation results on foreign material in response to CAPA-200413. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that there was foreign material present in the nozzle of the device. However, the specific foreign material could not be identified. It could not be determined why the foreign material remained. No physical damage was observed at the location of the device where the foreign material remained. Furthermore, it was not confirmed whether the user¿s reprocessing method deviated from the instruction for use (IFU). Therefore, the root cause could not be determined. This supplemental report includes corrections to e1, e2, e3 and h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.